Manufacturer narrative:
On 02/29/2016 a medtronic representative performed an imaging system check-out, imaging modalities, navigation & system inspection areas passed. Mechanical test failed. X drive; y drive; z drive; lift and shift. Unexpected gantry movements during the surgery, next a re-boot of the imaging system. Reported issue could not be replicated. Issue resolved. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, their imaging system experienced unexpected gantry movements. The gantry displayed uncontrollable movements, one pressure on a moving command and the gantry did a big translation, really fast (10" in 2 sec.) And this problem was in all axis, in slow or normal motion mode. The single possibility to stop the movements was to start the e-stop. The medtronic representative re-started only the imaging system during the surgery and normal function was restored. The surgeon completed the procedure with the use of the imaging system and navigation. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, replaced the pendant and completed an imaging system check-out, all areas passed. The medtronic representative reported the system functioned as intended after the replacement of the pendant.

Manufacturer narrative:
A medtronic representative recommended that the site replace the positioner motion controller box along with the pendant. It appears that all axis in positioner exhibited the anomaly and may be due to an issue with the settings in motion controller in positioner box. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. The tester installed the pendant on a test system and the pendant responded as expected. Although, the iso-wag buttons were difficult to actuate, no inappropriate motion was observed. The reported event could not be duplicated by medtronic personnel.